Manufacturer narrative:
Internal complaint reference case-2025-00267583-1 h11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that one (1) super turbovac 90 plasma handle was overheating. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. No visual issues. No signs of overheating. The device was plugged into the controller and registered settings (1,7). The wand had no issues producing plasma or activating coag. The resistance measured at 0.80 ohms. This wand does not have an ambient sensor. The wand did not output extra or more energy than normal. No overheating observed. When the wand was first plugged in, just wiggling the handle of the wand would cause the setting button to activate without pressing the button. After pressing the button once, the wand no longer randomly activated the setting button and it could not be repeated. The button covers were removed and found no issues. An analysis of the customer provided image found the device inside the packaging with the product number and lot number of the reported device. No physical damage is visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure of concomitant device. Based on this investigation, the need for corrective action is not indicated.